Manufacturer narrative:
(B)(4). The device passed electrical and functional testing. The audio volume control was tested with no issues noted. The speaker cabling and digital board was tested for intermittent operation with no issues found. Inspection of the audio system found no issues. Internal and external inspections were performed with no issues found. A review of the event history log of the device found nothing related to the reported issue. The reported issue could not be duplicated or confirmed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the volume on a homechoice (hc) machine could not be adjusted during patient use. The home patient (hp) stated that the volume was not adjusting up or down. The technical service representative (tsr) arranged to swap the hc. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. The reported issue was not confirmed during sample evaluation. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device history revealed no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.